Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: the physical device was not returned for evaluation. One electronic chat history photo was provided and reviewed. The photo shows six to eight maxcore devices, with the middle device in its initial position, while the remaining devices appear to be in a half primed position. As three follow ups are made and no response from the customer the other device will not be considered as a part of investigation. Based on the photo review the reported event cannot be confirmed for three devices. One device was captured in this record and another two devices were captured in the related record. One electronic video was provided and reviewed. In the video, the hcp attempts to prime the half primed device. However, he is unable to load the bottom slide. Therefore, the investigation is confirmed for the identified failure to prime issue as the health care professional can't able to prime the device in the provided video. However, the investigation is kept as inconclusive for the reported failure to fire issue as no objective evidence was shown in the provided photo to support the reported event. A definitive root cause for the alleged failure to fire and identified failure to prime issues could not be determined based upon the provided information labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (device, method, result). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent an ultrasound guided kidney biopsy procedure through normal density tissue using the maxcore instrument. During the procedure, the outer cannula can¿t be fired. It was further reported that the firing button got bit stuck but still can be pressed. No coaxial was used and the procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records was performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent an ultrasound guided kidney biopsy procedure through normal density tissue using the maxcore instrument. During the procedure, the outer cannula can¿t be fired. It was further reported that the firing button got bit stuck but still can be pressed. No coaxial was used and the procedure was completed using another device. There was no reported patient injury.